Event description:
The dxc 600i clinical chemistry analyzer system generated ten (10) erroneous low ion selective electrode (ise) patient results which includes sodium (na), calcium (ca), potassium (k), chloride (cl) and carbon dioxide (co2) due to low anion gaps results. The customer also reported calibration failures for potassium (k) and calcium. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 600i clinical chemistry analyzer system. The fse decontaminated the ise (ion selective electrode) flowcell. The fse inspected the instrument and determined multiple hardware malfunctioned. The fse replaced the sodium electrode, chloride electrode, potassium electrode and sample probe which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).